Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Pt is on blood thinners. Patient described the area as a rash with bruising. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Outcome of the irritation is unknown.